Manufacturer narrative:
Product event summary (B)(4): performance data collected from the device was analyzed and revealed 26 - ventricular non-sustained tachycardia episodes of <(><<)>=210 ms between (B)(6) 2012 09:43:19 and (B)(6) 2012 10:58:39; 4 - ventricular fibrillation (vf) episodes of <(> <<)>=190 ms average v-cycle occurred between (B)(6) 2012 12:19:19 and (B)(6) 2012 02:20:21. Weekly pace measurement log data shows an abrupt increase for max v.pace of 440 to 16382 ohms peak between (B)(6) 2012. Ventricular short interval count v-sic=156.7 counts avg/day, in 13.2 days, between (B)(6) 2012 17:10:07 and (B)(6) 2012 21:02:30.

Event description:
It was reported that the patient received multiple shocks. Device follow up data showed the electrocardiogram (egm) showed noise and there was high right ventricular (rv) pacing impedance. There was also report of high v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor had fractured. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, and there was blood in/on the helix mechanism and sleevehead.